Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable/damaged therapy electrodes) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging all wires in the cable including the gel wire wires. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode was damaged.